Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have dislodged after the patient made an abrupt movement and complained of pain. X-rays were reviewed and perforation was also suspected. The lead remains in use. No further patient complications have been reported as a result of this event.